Manufacturer narrative:
H2: additional information ¿h6: impact code and clinical code¿. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events against the reported part number. Insufficient product identification information was provided and thus a complaint history review by batch could not be conducted. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H11: h2: correction on h6 (health effect - impact code).

Manufacturer narrative:
H10: h2: additional information on b5.

Event description:
It was reported that after an arthroscopy, the regeneten implant detached from superior cuff during active assisted exercise. A revision surgery was performed to remove the implant on (B)(6) 2022. As of (B)(6) 2022, the patient was recovering reasonably well. Some of the blue, bioabsorbable medial anchors were debrided from the acromion by the health care professional.

Event description:
It was reported that after an arthroscopy, the regeneten implant detached from superior cuff during active assisted exercise. A revision surgery was performed to remove the implant on (B)(6) 2022. The current status of the patient is unknown.

Manufacturer narrative:
Complaint reference number: (B)(4).